Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced alarms and pump stoppages. It was reported that the pt was readmitted with signs of congestive heart failure and a suspected pump clot. A decision was made to turn off the pump and there is no current plans for a pump exchange.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.